Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with diaphragmatic stimulation in the emergency room with implantable cardioverter defibrillator (ICD) in backup vvi. Device restoration was performed successfully. The symptoms were resolved and the patient will be followed normally.

Manufacturer narrative:
Previous report noted that the patient was asymptomatic, which was typed in error. The patient was symptomatic due to diaphragmatic stimulation.